Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. The customer resolved the occlusions by priming the supplies and verifying that insulin is being delivered through the tubing. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.